Event description:
Customer reported the cine function is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced cpu with sundance cpu kit, replaced the image processor with new one, replaced the generator control board with gib board, replaced the pca ethernet board with new one and the cine hard drive with new one. Loaded the system with rel 29 software. System operates as intended. This MDR is related to the ge healthcare complaint number.